Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the handpiece did not heat up.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. Areferences two devices that were used in the event, an indigo handpiece and bur. This regulatory report is being filed for the indigo handpiece. Regulatory report # 1045254-2017-00179 was filed for the bur.

Event description:
The customer reported that during an operation of the wisdom teeth using an indigo handpiece at 60 rpm, the bur did not cut dental enamel. The bur heated up in less than a minute with normal use and became black in color. The irrigation was checked and it was okay. The bur was also checked before the procedure. The customer had to change motor to cut the teeth and complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.